Event description:
The subject device was approached from the shunt vein and needed two hours to cross to the lesion. On pre-angiogram, the physician noticed that the guidewire was not crossing to the lesion and noticed that it was at a different position. The distal tip of the guidewire was deformed and it could not move. The physician surgically opened the pt and removed the subject device. The pt was reported to be in good condition.